Event description:
Attorney's report of pt's alleged pain and the mesh folded over due to defective mesh. Mesh explanted.

Manufacturer narrative:
Note: device product code related to the event was reported to be a 10-101 (marketed by surgical sense inc) which equivalent to davol product code 0010101. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.